Event description:
The front of the reusable tip fell off. The customer reported that they still have 3 more usages left on this tip. Additional information was received on 21apr2016 and 29apr2016 with the following: it was clarified that the front of the tip broke off during surgery. The front tip was retrieved. The lot number of the tip was not provided. The (B)(6) female patient was not injured. The event lead to a 30 minute increase of surgery time. There was no patient adverse consequence due to the 30 minute delay in surgery. The reason for the delay was due to the time to find the broken part and to find another device available to finish the surgery. The surgery was completed using other tips. The broken tip was not available for investigation as it was discarded by the customer. Awaiting response from the customer regarding other questions asked.

Manufacturer narrative:
Integra has completed their internal investigation on 08jun2016. The device was not returned for evaluation; customer discarded device. A DHR review could not be performed at this time as the lot number was not provided nor was the product sent in for inspection. A two year look back in the complaint system for reported failure "broke or crack" for this product ID shows that 3 complaints were received including this case. No new design or manufacturing trends have been identified. Root cause could not be determined due to the lack of information received to perform a complete investigation.